Event description:
It was reported that the patient had bilateral carotid stenosis; patient in need of CABG due to left main disease and critical cad, but needed to have the right carotid lesions treated first. Patient enrolled in capture in 2006 for treatment of first of two carotid lesions. Plan was that patient would have left contralateral carotid lesion stented two weeks later and then have CABG done. In 2006 patient presented with complaints of chest pain, diagnosed as myocardial infarction (mi). Troponin increased to 1.2, no EKG changes. Admitted to hospital, put on heparin IV. The CABG and left endarterectomy to contralateral stenosis were performed four days later. Patient tolerated bothe procedures well.

Event description:
It had been reported that the patient returned to the clinic shortly after the carotid procedure because of a worsening of chest pain. The patient underwent CABG and left endarterectomy on 1/16/2006. In the operative report for the coronary artery bypass grafting, the physician mentioned that the patient had skg changes in additional to elevated troponin level. Physician did not specify the kind of EKG changes. Physician's diagnosis was "class IV angina". The patient did not have q-waves on EKG, just transitional changes in t-waves that are typical for angina, along with elevated troponin level of 2 ng/ml, which is typical for unstable angina. The patient did not experience a myocardial infarction (mi).